Event description:
Patient suffered near drowing. Patient was intubated by emsa at the scene and endotracheal tube remained in place as patient was brought to saint frances hospital for further treatment. Patient was requiring high fio2 and peep around 12-14. Patient was receiving breathing treatment of .5cc albuterol. After treatment was completed respiratory therapist connected patient back to ventilator. It was detected that patient's oxygen saturation level had decreased, patient not returning volume to ventilator, no chest movements. Audible leak detected in endotracheal tube. Patient required reintubation. Code blue initiated. Patient expired. No evaluation performed. Endotracheal tube disposed of at time of patient's expirationinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.